Event description:
It was reported that, in preparation for a heart transplant procedure, the perfusionist primed the extracorporeal circuit containing the device without incident, an hour prior to the scheduled surgery. Later, when the perfusionist went to move the bypass machine, she heard and then noticed a leak. Previously, there was no obvious water [priming solution] under the machine so the leak appears to have commenced when the machine was moved. The device then needed to be cut out and a new one put into the system. This caused a delay in starting the cpb for the heart transplant procedure and thereby increased the ishemic time for donor heart prior to transplant. No related sequelae were reported in the heart recipient.

Manufacturer narrative:
Device evaluation begun, but not yet completed.